Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 3 .962mg/day via an implantable pump. An ulcer over the pump pocket and a suspected pocket infection was reported. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient was scheduled for pump replacement, currently planning a full system explant on (B)(6) 2025 and then re-implant after infections clears. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.